Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, found the following: the air/water cylinder had foreign objects, due to clogging of the nozzle the water removal ability did not meet the standard value, due to corrosion on the electrical connector a noise image occurred, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a crack, the adhesive on the bending section cover rubber had white-clouded area, due to clogging of the nozzle the water removal ability did not meet the standard value, the electrical connector had corrosion due to water leakage, switch 1 had a cut, the plastic distal end cover had a scratch, the forceps channel port was shaved, the protector of the universal cord on the control section side had a scratch, the protector of the universal cord on suction connector side had a scratch, the up/down knob had corrosion, the grip had discoloration, the universal cord had a scratch, the connecting tube had a scratch, the connecting tube had a wrinkle, and there was evidence a third party repair had been performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope produced a noisy image. It is unknown when the issue was found, and no procedural information has been provided at this time. The device was returned for evaluation and during the device evaluation, the nozzle was found to have foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject events can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.